Event description:
Sales rep reported that a "large amount of metal shavings" were noticed in the tibial tunnel during an acl procedure. This wire and pin pack were being used with arthrex acl instrumentation. The surgeon was using these wires and pins along with an arthrex over the top guide. The surgeon noticed the metal shavings when the reamer was introduced to the site but before it was turned on. He then flushed the joint and cleaned the area with a shaver. A delay of approx 45 minutes was experienced as a result. Another pin was used to complete the procedure with. Sales rep was not in the case but was informed that the guide may have slipped causing the scoring to occur.